Manufacturer narrative:
Device evaluation: the product was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the lot number was not provided; therefore the manufacturing records for the device could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Lot #: unknown, not provided expiration date, catalog # and unique identifier (UDI#): unknown, because the lot number was not provided. This is not an implantable device. Concomitant medical products: non-amo lens sa60wf 15.5, serial number (B)(4); non-amo cartridge monarch iii d, lot 32500961. Device manufacture date: unknown, because the lot number was not provided all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a non-amo intraocular lens (iol) was injected into the right eye of a (B)(6) male patient using a non-amo cartridge and the amo viscoelastic healon. Reportedly, some debris was noticed on the back side of the lens. A sinskey hook was used to scrape the debris off the lens and during the irrigation/aspiration (I/a) procedure the debris was removed together with the viscoelastic. Cefuroxime was injected into the eye. Additional information was received and it was learnt that it was unknown which device the debris came from. It was believed the debris came from the (non-amo) cartridge, but was not certain. It was confirmed that there was no patient injury. No further information was provided.